Event description:
Paramedics responded to a patient in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed as in ventricular fibrillation. Six shocks were delivered to the pt. The pt was transported to the hosp and the outcome is unknown. According to the reporter, the device removed a charge twice between the fifth and sixth shock and the operator had to hold in the therapy cable to the device connector with his hand to make a complete connection.